Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that a death occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. It was reported at an unspecified timepoint after the procedure, the patient developed thrombi and low ejection fraction. The physician placed an impella heart pump to treat the low ejection fraction. After a week on the impella heart pump, the pump was removed, and the patient was placed back on anticoagulation medication (heparin). At an unspecified time point, the patient was removed from her medication and heart pump. The patient had myocarditis, experienced cardiogenic shock, and passed away. No further information was provided.

Manufacturer narrative:
B3 date of event : aware date was used as event date as actual event date was not known. D6a. Implant date: implant estimated as implant was reported to have occurred in (B)(6) 2022.